Event description:
It was stated that the customer had an MRI scan done, and the insulin pump was removed, but it was in the same room. It was stated that the customer experienced low blood glucose ever since the scan. Troubleshooting was performed and the programming was correct. The displacement test was performed and the insulin pump failed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.